Event description:
It was reported that a merlin.net transmission showed noise on the atrial lead, causing auto mode switch episodes. The patient was brought into clinic and noise was reproduced with isometrics. The lead remained implanted and the patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.